Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse was able to calibrate the iabp unit and was unable to duplicate the reported issues. The unit passed performance and safety tests and was cleared for clinical use and returned to the user.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) drive regulators would not stay calibrated. It was later reported by the getinge field service engineer fse) that while the customer's biomed technician was performing preventative maintenance (pm), he could not get the vacuum to stay stable while calibrating. There was patient involvement, thus no adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) drive regulators would not stay calibrated. It was later reported by the getinge field service engineer fse) that while the customer's biomed technician was performing preventative maintenance (pm), he could not get the vacuum to stay stable while calibrating. There was no patient involvement, thus no adverse event was reported.